Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr, a offset impactor tip was cracked. The procedure was completed with the same device. No injuries nor delays were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned impactor tip confirms has a large crack in it. This device exhibits signs of significant use and wear. There is no lot number provided for this device. A medical investigation was conducted and confirms per complaint details, the r3 o/s impactor tip cracked during use. Reportedly, the same device was used to complete the procedure without injury or delays reported. The product evaluation confirmed the cracked tip and supports the complaint. Since there was no report of patient injury or surgical delay, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.